Event description:
The account stated that the brakes weren't holding as they should.

Manufacturer narrative:
The technician was unable to adjusted the brakes and found that the pulleys in the brake box assembly were worn. He replaced the pulleys and adjusted the brake to repair the bed.